Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited noise. During routine device change out, an insulation anomaly was noted on the lead. The physician repaired the insulation with medical adhesive. All electrical measurements were normal and no noise was observed. The patient would be monitored.